Event description:
Customer reported a cgm error 42 affecting their device, but the error did not recur after a successful pump reset. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by starting their sensor session with guidance from technical support, ensuring the device functioned properly.